Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, the g5 mobile application shuts off unexpectedly. It was reported that the operating system for the smart device was not a supported system. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.